Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic due to high pacing lead impedance. The data suggested there was a tip/tissue problem with pushing the electrical signal at either the ring or the tip of the lead. Programing changes were made. Since the capture threshold, sensing and hvlic values are stable the physician will continue monitoring the behavior. The patient is doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the patient experienced discomfort and pocket stimulation. The patient's pacing lead impedance was very high, having increased since 2016. The lead was capped (B)(6) 2021. The patient had no need for their device which was at end of life and the patient's ejection fraction had improved so a replacement was not needed. There were no patient consequences following the procedure.